Manufacturer narrative:
Investigation has confirmed the meter is exhibiting the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported that the unit of measurement setting of their freestyle flash changed. The meter has been discovered to have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.